Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to the pump not allowing the customer to load cartridges. Customer experienced an elevated blood glucose (bg) level of 1000 mg/dl. Treatment of insulin and saline drip were received in the hospital. Customer was released from the hospital three days later with no permanent damage. No additional information was provided by the customer.